Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® ultratouch¿ push button blood collection set splattered blood. Bd vacutainer® ultratouch¿ push button blood collection set "it was reported that there was blood splatter while retracting the needle. "

Manufacturer narrative:
Additional type of device: fpa. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® ultratouch¿ push button blood collection set splattered blood. Bd vacutainer® ultratouch¿ push button blood collection set "it was reported that there was blood splatter while retracting the needle. "